Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ping meter had a cracked display. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On approximately (B)(6) 2013 the patient noted the reported meter¿s display was cracked and damaged; he was unable to use it for testing his blood glucose level. The patient continued to follow his normal routine for managing his diabetes with novolog insulin via the pump and the oral medications glyburide 20 mg and amaryl (glimepiride) 4 mg. On an unspecified date, the patient experienced the symptoms of frequent urination, exhaustion and difficulty breathing. The patient went to the emergency room; he did not receive any treatment. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after the meter display issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (09/22/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 9/10/2013 and 9/12/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a damaged display. Broken lines with black marks found on the lcd. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.